Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. An event regarding malposition involving a duracon baseplate was reported. The event was confirmed based on x-rays provided. Method and results: device evaluation and results: not performed as no devices were returned. There is no indication that the baseplate was explanted. Medical records received and evaluation: medical review indicated that complex malalignment and malposition of devices (baseplate especially) has contributed to instability in the knee with pain requiring revision. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: medical review has indicated that complex malalignment and malposition of devices (baseplate especially) has contributed to instability in the knee with pain requiring revision. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stability and pain.